Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd solomed¿ syringe with needle the plunger breaks during use. The customer stated ¿when trying to use the needle, the plunger breaks near the stopper. It happened during the aspiration and on another time during the application.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Samples/ photos analysis: the sample provided by the customer was evaluated and it is not possible to observe an activated plunger, the plunger activation force test was performed and no deviations were observed. DHR review: the batch record was verified and the manufacturing date was august 03 to 07, 2017. The process inspections were performed and no records of this defect were found. Qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance records that could related to defect were observed. It is not possible to confirm that the defect of this complaint was related to the manufacturing process. Investigation conclusion: not confirmed: bd was not able to confirm/ reproduce the incident in question.